Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that mirror image noise was found on both right atrial (ra) lead and right ventricular (rv) leads during arrhythmia atrial tachycardia/atrial fibrillation episode. Lead insulation is suspected on both leads. It was also noted that there was no sensed marker present or inhibition on the rv lead. Both the ra and the rv leads remain in use. No patient complications have been reported as a result of this event.